Event description:
It was reported that a user experienced difficulty connecting a freestyle libre 3 plus sensor to the ilet system, with repeated scan errors when attempting to start the sensor; the user was guided through rescanning, which resulted in successful warm-up. No adverse clinical symptoms reported. Outcomes included successful initiation of sensor warm-up after guided troubleshooting and no reported health impact. User support included customer support review, device use troubleshooting, and education on correct scanning procedure. Investigation of this case revealed user technique issues during sensor scanning, which were resolved through coaching; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to sensor scanning technique.

Manufacturer narrative:
Initial.